Event description:
It was reported that a pump issued an altitude alarm 21, causing the customer's blood glucose level to display as "high." Corrective action was taken by the customer through a correction injection via manual delivery injection. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which resolved the issue, and the pump resumed normal operation. There was no need for third-party assistance.